Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire was confirmed but the root cause could not be determined. The product returned for evaluation was one j-tip guidewire. A gross visual inspection of the guidewire found that a kink was present on the proximal half of the guidewire. Additionally, biological use residue was observed throughout the guidewire, indicating that the device had at least experienced some use. Microscopic inspection of the kink location found that the outer coil wire had elongated at the apex of the kink. The outer coil wire was not unraveled and the weld tip was still present. No misalignment of the outer wire coils or any other remarkable features were observed. The combination of deformation and usage residues suggested that resistance during attempted use likely contributed to the damage; however, it could not be determined if any additional factor(s) also contributed. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that by the customer that health professional attempted to insert, but the guidewire was broken and unusable. The guidewire bent. There was no reported patient injury. On (B)(6) 2026: a gross visual inspection of the guidewire found that a kink was present on the proximal half of the guidewire.